Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unit alarmed compromised force sensor system at 3.0 lbs. During prime/delivery test due to faulty back pressure sensor. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched lcd window. Unit received with broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. The motor was tested outside the device and passed.

Event description:
The customer's husband reported via phone call that the insulin pump had multiple motor error alarms. Caller also stated that the device was cracked in several places. Blood glucose level at the time of the incident was 267 or 367 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.